Event description:
Nellcor puritan bennett rec'd call from reporter with apria on 2/11/99. Reporter called to report the following problem: all light-emitting diodes on with constant single tone alarm. No volume delivered. No pt harm.